Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis bacterial in a patient coincident with extraneal viaflex and dianeal-n pd-2 2.5 therapies for chronic renal failure. At the time of this report, extraneal viaflex and dianeal-n pd2 2.5 therapies were ongoing. On an unreported date, the patient experienced peritonitis bacterial which required hospitalization. It was not reported if laboratory or diagnostic testing was performed. On an unreported date, the patient began remedial therapy with unspecified antibiotics. The cause of the peritonitis was unknown. The event of peritonitis was resolving. Per the nurse, the event of bacterial peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.